Manufacturer narrative:
Corrected the alert date from 2/23/17 to 2/22/17. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of event (B)(6) 2017 reported correctly in field; however reported incorrectly in section of medwatch report (B)(4). Date received by manufacturer reported on medwatch report (B)(4) corrected from february 23, 2017 to february 22, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event is also documented as (B)(6) 2017, the exact date is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Device was discarded and is not expected to be returned for manufacturer review/investigation. Concomitant medical products: screws (part# unknown, lot# unknown, quantity unknown) and retractor (part# unknown, lot# unknown, quantity unknown). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a right hand third, fourth and phalange (p) 5 surgery using a variable angle locking compression plate (va-lcp) hand system on (B)(6) 2017. As the surgeon was using a screw driver shaft, it would not pick up the screws, therefore the screws were constantly falling off easily. The surgeon had a 1.5 compression plate set, which had the old style stardrive and was able to use it to attach the screws. It was noted that the tip of the initial driver shaft was rounded out. On the same procedure, the drill bit broke at about 6mm off the tip due to possibly hitting the retractor. The piece was visible and easily retrieved and removed. Another drill bit was available to complete the rest of the procedure. There was a surgical time delay of about three (3) minutes. No patient harm reported. The patient status is stable. No additional information available. Concomitant medical products: screws (part# unknown, lot# unknown, quantity unknown) and retractor (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices.